Event description:
It was reported that during the implant attempt the helix would not extend after repositioning the lead once. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the defibrillation coil was distorted and there was blood/body fluid on the distal conductor (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed that the leas was damaged at implant.